Event description:
Caller reported a tandem mobi cartridge alarm during the load process. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Tandem technical support confirmed the alarm and decided to replace the pump. Caller was advised on using an updated pump and instructed on storage mode and return procedures, with a replacement pump sent to the confirmed address.